Event description:
(B)(4). Between (B)(6) 1998 and (B)(6) 2010, a total of 121 nonconsecutive pts were selected for gore excluder stent-graft implantation at the (B)(6) hospitals of (B)(6). (B)(4). All endoleaks were fixed with additional endovascular procedures. This particular event described a (B)(6) man who underwent treatment using a gore excluder aaa endoprosthesis. Four years after the initial procedure, the pt presented with a proximal type I endoleak most probably due to distal device migration. After insertion of a proximal cuff extension, the type I endoleak was completely excluded.

Manufacturer narrative:
Device lot/serial number was requested but not provided to gore. A review of the manufacturing records for the device could not be completed. Additional information along with images of the event were requested but not provided to gore. With information provided, gore was unable to determine the root cause of this incident. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak, component deployment and component migration. Additional information about specific pts, devices, and events is not available, therefore, gore cannot determine if any of these events were previously reported. (B)(4).